Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additional information reported symptoms have not yet been resolved. Some of them have but other remain (just smaller). Patient is being treated with another cycle of oral corticosteroids.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ with lidocaine into the ck1, ck2, ck3, ck4. About 8 months later, patient developed about 2-3 cm pre-parotid nodules and inflammatory nodules. Patient also experienced edema and appearance of indurated lesions in both cheeks and bilateral pre-auricular. Patient visited an orl (otolaryngologist) and performed an MRI which shows that it's related to the implants. Patient has been treated with prednisone 30 mg and clindamycin for a week symptoms on going.